Manufacturer narrative:
The device was returned. During returned device analysis, the reported issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any other incidents from this lot. All available information was investigated and a definitive cause for the reported issue could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.d9 - device available for eval. Updated from "no" to "yes".

Manufacturer narrative:
Na. H6. Component code, 4755 added.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 3. One clip (cds0602-xtr, 90912u211) was implanted, reducing mr to <1. On unspecified date in (B)(6) 2020, the patient presented symptomatic and increased mr was grade 4. The initial clips were confirmed to be stable on the leaflets, and there was no leaflet or chordal damage noted. In the physicians opinion, the increased mr was due to progression of disease. On (B)(6) 2020, a second mitraclip procedure was performed to treat recurrent mr, grade of 4. The clip delivery system (cds) (cds0702-xt, 00902u289) was advanced to the mitral valve and grasping was performed without issue. However, the clip opened when establishing final arm angle (efaa) and mr was noted again. After some troubleshooting the physician decided to remove the cds and use a new cds. The new clip was implanted, reducing mr to 1. No additional information was provided.